Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the obturator was received inserted into the cannula of the balloon. The insufflation bulb was received intact. The obturator could not be removed from the cannula. It was reported that difficult to removed instrument from trocar. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair, the device was being inserted into the patient when the trocar became stuck and could not be removed to allow placement of the camera. The balloon was subsequently removed and replaced with a new one to resolve the issue. No patient complications have been reported as a result of this event.